Event description:
It was reported that a clearlink system; non-dehp continu-flo solution set leaked through the luer lock connector closest to the patient. This occurred during iron infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H4: the lot was manufactured between 03/13/2025 and 03/14/2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.